Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, during the thumb advancer step the sheath shredded. The device was removed using the safety release mechanism. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath shredding was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.